Manufacturer narrative:
Evaluation results: inherent risk of procedure-dissection and mi. Lesion morphology-calcified and tortuous with 80-90% stenosis. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-dissection and mi. Lesion morphology-calcified and tortuous with 80-90% stenosis. Unable to confirm complaint-device or procedural images not provided for review. (B)(4).

Event description:
The physician was using a sprinter legend balloon to treat a lesion in the rca that was reported to be tortuous, proximally calcified, about 80%to 90% lesion. The lesion was predilated using the sprinter balloon; however when the physician tried to advance a resolute drug-eluting stent, he was unable to do so, due to the presence of a dissection following the use of the sprinter balloon. Pre-procedure ck-mb was 0.6 while ck was 122 . However, due to the dissection ck-mb went up to 85.9 as well as ck went up to 738 indicating an mi. It was decided to abort the procedure and start integrilin for 24 hours. The following day a resolute integrity stent was successfully implanted.